Event description:
Initial result for a patient calcium was 11.2 mg/dl. When repeated, the result was 9.6 mg/dl. The incorrect result was not used to guide therapy. The field service rep was unable to determine the cause of the discrepant results.